Event description:
It was reported that a keypad on a pump enters a single selection twice.

Manufacturer narrative:
(B)(4). Although the customer alleged the keypad "double taps", the sigma device eval found that when any key (other than on/off, (.), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9) is selected, an input of the (ok) key will occur. Review of the device history log was unable to identify evidence of any unintended double entry. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.